Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with severe scratched lcd window and cracked reservoir tube lip. Visual inspection shows that damage to lcd window is a scratch not a crack as reported by user. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip. Visual inspection shows that damage to lcd window is a scratch not a crack as reported by user. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirted out during priming. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had diminished battery life and cracks on screen. The insulin pump will not be returned for analysis.